Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist.

Event description:
(B)(4) - the dentist reported that 15 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented bone type iii.